Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon's response indicated that the explant of this device was not due to a device malfunction. He indicate the explant was patient related citing "unsuccessful ring repair" and "regurgitation" as the reasons for explant. It is unknown if the device is available for return. The operative report was provided. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, there is insufficient information to conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately 3 years 8 months and was replaced by a bioprosthetic valve due to mitral regurgitation. The surgeon indicated in his response that this explant was not due to a device malfunction but was patient related. Per the operative report: at operation, biatrial enlargement was found, but the right atrium was noted to be huge. The previous repair was completely intact. A central jet of mitral valve regurgitation was noted. The anterior leaflet, the mitral valve were structurally intact. It became clear the valve was not repairable because of the previous repair and scarring associated with the previous annuloplasty band. The old stitches in the annuloplasty band were excised. All loose debris was removed and the left atrium was irrigated out. The anterior leaflet was then excised while the posterior leaflet and the submitral apparatus retained. A number 27mm edwards magna series bovine pericardial bioprosthesis was chosen for replacement and was secured in an intra-annular position, using #2-0 ethilon pledget sutures placed in horizontal mattress fashion using an interrupted technique circumferentially. Good seating of the valve was noted.